Event description:
It was reported the patient received an uncommanded bolus while they were sleeping, leading to hypoglycemia. Their continuous glucose monitor displayed "low" indicating blood glucose was less than 40 mg/dl. It was not provided how the hypoglycemia was treated.

Manufacturer narrative:
Cloud data for the period of 23nov2025-24nov2025 was downloaded and reviewed. Review of the cloud data confirmed the delivery of two 3.85 u boluses on the night of 23nov2025. The data showed that the first bolus was based on a carb and blood glucose entry, while the second bolus had a blood glucose entry, but was adjusted from 0 u to 3.85 u. Without the android log files, it cannot be conclusively determined if the controller was interacted with to program the second 3.85 u bolus, as the cloud data does not contain logging for controller interactions. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.